Event description:
It was reported via repair work order that the footboard had intermittent power due to the bed extender pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.